Event description:
It was reported that the physician's dell x50 handheld computer had a faulty battery latch. The handheld computer would sometimes work normally, however other times it would erroneously indicate the battery latch was open resulting in the handheld computer turning itself off. The faulty handheld computer and associated software has been returned and is currently undergoing analysis. No adverse events have been reported as a result of the issue.

Event description:
Analysis of the faulty handheld computer and associated software has been completed. A swollen battery was found that prevented the battery cover from being able to be completely secured. As a result, when the handheld computer was tapped on the counter, the battery door would shift slightly causing the handheld to incorrectly read that the battery latch was open. Otherwise, the handheld computer performed to specifications and no anomalies were found.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.